Event description:
A battery/no power issue was reported with the adc device. A customer reported being unable to test due to the reader not powering on with button press or test strip insertion. The customer reported experiencing tremors and was unable to self-treat. Customer had contact with a healthcare professional (pediatrician) who provided an unspecified quantity of glucose tablets, sugar, and bread as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The reader did not turn on with the button, strip, or universal serial bus (usb) cable insertion. The returned reader was connected to a computer and the reader was not recognized. The reader was further investigated and de-cased and no issues were observed upon visual inspection. Placed returned reader into the reader printed circuit board assembly (pcba) test fixture and applied pressure to the central processing unit (cpu). The reader did power on when pressure was applied to the cpu and the battery was observed to be charging. An extended investigation was also performed on the returned reader. Performed a visual inspection on the returned reader and no abnormalities or damages were observed. The battery was measured to be outside of specification range. A new unused battery was placed in the returned reader and applied pressure to cpu and observed the returned reader to power on. Therefore, this issue is confirmed due to poor soldering of the cpu. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. A customer reported being unable to test due to the reader not powering on with button press or test strip insertion. The customer reported experiencing tremors and was unable to self-treat. Customer had contact with a healthcare professional (pediatrician) who provided an unspecified quantity of glucose tablets, sugar, and bread as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.